Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, f, g. The revision reported was likely the result of the cage popping through the glenoid body which may have been the result of not fully seating the cage and/or off-axis drilling at the time of implantation. This likely led to fracture of the glenoid body, and additional prosthesis wear on the glenoid body and humeral head. Potential contributions of user and patient-related considerations to the event could not be assessed as no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4626532 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 4628689 - 300-10-15 - equinoxe replicator plate 1.5mm o/s. 4697841 - 300-20-02 - equinox square torque define screw drive kit. 4653236 - 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 4644933 - 314-13-13 - equinoxe cage glenoid medium, beta.

Event description:
It was reported that this 74 y/o male patient's right shoulder was revised approximately 7 years 3 months post op due to pain. Patient had a glenoid poly failure. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Device is returning.